Event description:
It was reported that the customer's insulin pump had a button error alarm. Troubleshooting was performed. The husband stated that the alarm happened after she went running. The caller was not holding down a button down for three minutes or greater. Advised the caller to revert to back up plan. The customer's blood glucose reading was 243mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an intermittent buttons response due to corroded keypad traces. The device also was unable to prime during the prime test as a result of a loose drive support disk. The insulin pump was received with broken reservoir tube lip.